Manufacturer narrative:
H3 other text : device not returned to manufacturer..

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The main pca and blower assembly were replaced to resolve the reported problem.